Event description:
It was reported that the screw length was incorrect. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and the length scale was not applied according to specifications. The investigation showed that the length scale was not applied according to our specifications. This is clearly a manufacturing error.